Event description:
It was reported that balloon rupture and detachment occurred and was difficult to remove which require additional intervention. The 80% stenosed target lesion was located in the mild calcified left anterior descending. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, under ultrasound it was found that balloon was retracted and was determined that the balloon was ruptured upon ninth inflation at 18 atmospheres for 30 to 60 seconds. There was a resistance when the balloon was removed with the puncture sheath, upon removal a horizontal fractured was noted with the balloon and the remaining fragment could not be pulled out. The skin was cut along the catheter placement, and the blood vessel was dissectioned. The blood vessel was cut vertically for about 5mm, the fragment was seen. Vascular anastomosis was performed after removing the detached fragment with blood vessel forceps. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that the target lesion was located in the blood vessel of left forearm.

Event description:
It was reported that balloon rupture and detachment occurred and was difficult to remove which require additional intervention. The 80% stenosed target lesion was located in the mild calcified left anterior descending. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, under ultrasound it was found that balloon was retracted and was determined that the balloon was ruptured upon ninth inflation at 18 atmospheres for 30 to 60 seconds. There was a resistance when the balloon was removed with the puncture sheath, upon removal a horizontal fractured was noted with the balloon and the remaining fragment could not be pulled out. The skin was cut along the catheter placement, and the blood vessel was dissectioned. The blood vessel was cut vertically for about 5mm, the fragment was seen. Vascular anastomosis was performed after removing the detached fragment with blood vessel forceps. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.